Event description:
Two anchors broke during an arthoscopy rotater cuff repair. Another device was used with a different lot number. Additional information confirms the broken anchors were removed from the patient.

Manufacturer narrative:
The two returned devices were visually inspected and it was confirmed that the anchors on both were broken about a quarter of the way up from the distal tip. Dimensionally, the parts meet the print od specification. The quality of the bone in the case and the method of hole prep were both requested but the information was not provided. Lot numbers were also not provided so a review of the DHR was not possible. Using the evidence supplied, no root cause related to the manufacture of the device can be established. (B)(4).